Manufacturer narrative:
(B) (4): eval results: death. Significant atherosclerotic irregularity of the thoracic aortic arch, untreated abdominal aortic aneurysm.

Event description:
A talent stent graft system (MFR. Report # 2953200-2010-01389, MFR. Report # 2953200-2010-01390) was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 16 months ago. Aneurysm morphology at the time of implant was not reported. There was a significant atherosclerotic irregularity of the thoracic aortic arch. The pt also had a 4.4-4.6 cm abdominal aortic aneurysm that was left untreated. It was reported that the pt presented emergently approximately 13 months post-stent graft implantation with sepsis and a ruptured abdominal aortic aneurysm. The physician elected to treat the pt with intravenous antibiotics; however, the pt expired the following day because of severe hypotension and sepsis. It is unk whether an autopsy was performed. The investigator assessed the sepsis to be unrelated to the device and procedure.